Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted, she had an unexpected postoperative refractive outcome. The consumer wanted distance correction, but ended up nearsighted. She is having difficulty walking due to her equilibrium being off. There is no planned surgical interventions at this time.